Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 15 of 15 mdrs filed for the same patient (reference 1825034-2014-05567 / 05538 and 2016-01939 / 01940 and 02786). Not returned by attorney.

Event description:
Patient's legal counsel reported patient was revised approximately four months post-implantation due to patient allegations of recurrent dislocation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report confirms patient was revised due to recurrent dislocations, noting patient's morbid obesity as a contributing factor. Operative report further noted that a synovectomy occurred due to synovial reactivity around the head and acetabulum.